Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Corrected information: d3. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle and suture piece was received for analysis. Product code sxpp1b456. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was observed. The suture piece was examined, and the insertion mark was observed to be as expected. The force used to detach the needle from the suture could not be determined. In addition, a photo was provided showing one labeled winding former with a needle and suture piece with the same condition as received sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the sample condition, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a barbed suture was used. The problem of the suture pulling off the needle happened during subcutaneous suturing. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.